Event description:
The patient had to have the implant removed due to loss of integration after it had been placed for more than 2 1/2 years. The doctor indicated that the bone condition was the only contributing factor for implant removal.

Manufacturer narrative:
Note: complaint was for loss of integration 2 1/2 years post implantation. The implant was damaged and broke during the removal process which has nothing to do with the reason the implant was removed.